Event description:
The following has been reported: the installation of the machine's piping system has resulted in an air warning in the pipeline, and we are unable to calibrate the air detector. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and an event refered to a defective air sensor, but the previous issue was not related to a defective air board (as to conclusion of this investigation). Device history log was reviewed. Several alarms link to air issue were found which confirms the reported event. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, air bubble alarm triggered (confirmed by photo) and the air sensor couldn't be calibrated. To solve this issue, the air sensor assembly was changed (sub assembly, air card and kit air sensor) and was sent to brézins for further investigation. This was confirmed by a quality control compliant carried out after the change. Nothing was noticed during visual inspection but during tests, the reported event has been reproduced. The reason for this failure is most likely due to the degradation of a component on the air board. Although please be informed that a CAPA 1330163 is open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.